Event description:
It was reported that during a routine device check, the programming head slipped off the programmer and caused an electrical reset. The reset was cleared and the device and programmer remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).